Manufacturer narrative:
At this time, no further information is available and records indicate this device remains in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this patient's right ventricular (rv) lead exhibited high out of range shock impedance measurements. The lead configuration was reprogrammed to resolve the high shock impedance observation. The lead remains in service. No adverse patient effects were reported.